Event description:
It was reported that balloon rupture occurred. Vascular acess was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately calcified right superficial femoral artery. After a 6fr non-bsc introducer sheath was placed, a non-bsc guidewire and non-bsc microcatheter crossed the lesion and pre-dilatation was performed with a 1.5 coyote es balloon catheter. Additional pre-dilataion was performed with a 2.0mm x 220mm x 150cm coyote balloon catheter; however, the balloon ruptured during inflation at around 8 atmospheres. Subsequently, a 2.5x150 coyote mr balloon catheter was advanced and inflated, followed by placement of 2 6x120 non-bsc stents which was post-dilated by a 6mm non-bsc balloon catheter. After plain old balloon angioplasty on the vessel below the knee, the procedure was completed. There were no patient complications nor injuries reported and the patient was in good condition.